Manufacturer narrative:
Product analysis the device was returned with the touhy-borst tightened. The stent was confirmed as 40mm, a gap was observed at the distal end of the device, but no part of the stent was exposed a 20cc water filled syringe was used to flush the device, the device flushed by the y connector only a 0.014¿ guidewire was unable to advance through the device, it met with resistance at approx. 13.5cm, the device was set up in the deployment fixture, the stent did deploy with a maximum peak force of 1.70lbs the stent was examined and no abnormality found, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a carotid artery surgery involving a protege rx stent, there were deployment issues. The patient was being treated for a lesion in the proximal common carotid artery characterized by calcified plaque with moderate tortuosity and calcification, and 75% stenosis. A spider fx embolic protection device was used during the procedure. The thumbscrew/lock-pin was checked for securement prior to procedure. The stent could not be fully deployed, resulting in partial deployment. Consequently, the stent was removed and replaced with another stent from a different manufacturer to complete the surgery. No patient complications have been reported as a result of this event.